Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. Visual and functional testing were performed. Visual inspection found cracked tank cover, wear and tear damage on the enclosure and front cover, an outdated printed circuit board (pcb) and power switch. Functional testing was able to duplicate the reported problem. The root cause of the reported issue was found to be a faulty heater. (UDI number) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device doesn't heat. No patient injury was reported.